Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the merlin@home transmitter presented with a no power issue and burnt damage to the alternating current (ac) power adapter. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter, but there was physical damage to the outer casing of the ac power adapter as there was a large crack. The inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter could not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on the main printed circuit board (pcb) and on its¿ inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on both sides of the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. As a result, we can conclude that the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.